Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 78 mg/dl. The customer was assisted with trying to remove the air bubbles but the customer complained that the issue has been happening with every reservoir set for the past year and does not want to keep going through this issue. The customer was educated on all the possible cases that may cause the issue to help prevent the problem from happening again. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.